Event description:
It was reported by service report that the footboard control modules were damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: damaged footboard control modules.